Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the customer pressed the wake button with more force and the screen turn on. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 187 mg/dl. Reportedly, customer had manual injections available.